Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap anterior resection, during firing, the staple line was made partially; the device fired fully, but the staple formations were incomplete. There was not any problem for patient. The surgery was completed successfully and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r59t6z. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage. I addition, a reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.